Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Carefusion complaint number: (B)(4) . Carefusion has not received the suspect device nor the suspect component. The customer reported that they replaced the inspiratory time panel meter and resolved the reported issue. An rga was issued but the customer has chosen not to return the suspect component so no manufacturer evaluation can be performed at this time.

Event description:
The customer called to report that the inspiratory time setting doesn't go to 50% and it flickers when the driver is in motion. There was no indication of patient involvement.